Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Initial reporter phone number: (B)(6).

Event description:
It was reported that during surgery, the blade was not sharp, and it did not remove the skin. The blade was replaced, and they retook the skin resulting in an additional graft. There was no delay in the procedure. No additional patient consequences were reported. Due diligence is complete. No additional information is available.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h6, and h10. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to reuse of a single use device. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.